Event description:
Customer reported receiving a result of 379 mg/dl on their freestyle flash blood glucose monitor. Result was performed on the finger. Customer then reported dosing with insulin based on this result, and then later losing consciousness. Customer treated with glucose solution in order to stabilize glucose levels, no report of hospitalization or other treatment administered.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.